Event description:
Complainant claims that the tibial insert broke.

Manufacturer narrative:
The product was not returned to the MFR. This report is both additional info and corrected info. The device history records were reviewed for this product and no conclusion can be made. If the product is returned and/or any additional info is rec'd, a follow-up report will be submitted.

Manufacturer narrative:
The annual baseline for this product was done on 3/31/1998. Product was not returned, but once the device history records have been reviewed a follow-up report will be submitted.